Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was received for analysis. Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination of the device presented that a portion of the outer shaft was plastically deformed proximal of the proximal balloon weld which also has a 6mm longitudinal tear. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jul-2018. It was reported that crossing difficulties were encountered. Following post deployment of a stent, a 3.75mm x 12mm nc emerge® balloon catheter was advanced for post dilatation. However, it was unable to cross in the placed stent. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported. However, returned device analysis revealed outer shaft hole/perforation.